Event description:
The customer reported that during use of this drill in oral surgery, it became hot. The surgeon reported that the increase in temperature was felt in the body of the handpiece. The surgeon discontinued using the drill and exchanged it for another drill to complete the surgery. There was no injury or surgical delay associated with this procedure.

Manufacturer narrative:
Investigation findings: conmed linvatec received the drill for eval and confirmed the reported problem. During testing, excessive heat occurred in the collet related to bearing failure. Further investigation found the device requires preventive maintenance. Conmed linvatec repair records show the last date of repair as july 2006. The user did not return the bur guard in use with this event. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for over-heating and discontinue use and return the equipment for service as necessary. Over-heating can cause serious injury to the pt or operating room personnel. Overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burning of the pt's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The user is informed that the recommended service interval for this drill is every 12 months and for its associated bur guards every 6 months.